Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false downstream occlusion alarms, which were reproduced during evaluation. A review of the event history log identified false downstream occlusion alarms as downstream occlusion messages. The cause was determined to be a downstream tubing guide being out of adjustment. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump keeps throwing false downstream occlusion alarms during battery test (preventative maintenance). The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.